Manufacturer narrative:
The information on this per was provided by stryker orthopaedics' legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-5-326, lot # 30277201, description: 26mm +8 v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported through the attorney for the patient as a result of a legal claim, that allegedly, "the patient developed left groin pain radiating to left thigh for two weeks, patient was revised on (B)(6) 2010."